Event description:
It was reported in a social media post by the patient¿s spouse that the patient experienced an unspecified malfunction with the device during a two month period and the patient was in ketoacidosis. The patient consulted an endocrinologist on tuesday, (B)(6) 2022 for assistance. According to the patient's spouse, the doctor said, ¿the patient would have been in a coma by the end of this week.¿ there was no documentation of treatment or medical intervention by the doctor or any other healthcare personnel (hcp). No data was provided for evaluation. The allegation and the probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.